Event description:
Information received from the field notes that the device could not be interrogated. Magnet rate was appropriate at 96 ppm. At a subsequent visit, with the use of a different programmer, interrogation was still not possible. The device had migrated to the lower right breast but was palpable. Pacing and sensing were appropriate at a rate of 70 ppm. The patient had occasional intrinsic activity.